Event description:
A report was received stating a clinician was unable to engage the listed device into its safety mechanism following use with a pt. An accident reportedly occurred with the pt and provider; additional info regarding the accident has been requested. At this time, no additional info has been received.

Manufacturer narrative:
One tts¿ cuffed tracheostomy tube was returned for investigation. Visual inspection of the returned device connector opening, revealed an oval deformation. The connector of the returned device was further inspected and it was determined that it did not match the manufacturing specification for outer diameter and taper. Investigation was unable to determine the root cause of the connector deformation. (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.